Event description:
It was reported that during unpacking for a percutaneous intervention (pci) procedure device sterility issues were noted. While unpacking a 7f mach 1 fcr4 guide catheter, it was noted that the proximal portion of the catheter appeared "dirty". A 2cm section between the hub and shaft of the device contained a powdery, gray substance. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unpacking for a percutaneous intervention (pci) procedure device sterility issues were noted. While unpacking a 7f mach 1 fcr4 guide catheter, it was noted that the proximal portion of the catheter appeared "dirty". A 2cm section between the hub and shaft of the device contained a powdery, gray substance. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified and tactile inspection of the device revealed there was powder like foreign matter located at the distal end of the strain relief. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. Inspection of the remainder of the device presented no other damage or irregularities. There were three types of foreign material (fm) identified. The first type of fm "appeared to be a biological protein such as keratin; examples would be skin, hair, and nails." The second type of fm "appeared to be an organic fiber, examples would be cotton and paper." The third type of fm "appeared to be a polyester with a biological protein such as keratin." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).